Manufacturer narrative:
The bone fracture reported was likely the result of over aggressively exposing the coracoid bone in preparation for the case, which may have introduced additional stresses to the bone and likely caused an intraoperative coracoid fracture. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Intraoperative coracoid fracture during a gps case. Surgeon said the distal 10mm of the coracoid broke during the trialing phase of the rtsa case (after gps). He repaired the bone to the native location and said the surgery went fine and the outcome was not compromised.